Manufacturer narrative:
The insulin pump was received with blank display and had a constant tone alarm due to corroded electronic assembly also, corroded motor assembly noted during our visual inspection. The insulin pump had cracked case on the display window corners, minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they fell and the insulin got exposed to moisture. The customer reported that the screen locked up and the insulin pump started beeping. The customer's blood glucose was 120 mg/dl at the time of incident. The customer stated that a constant tone was occurring. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.